Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 125-135mg/dl fasting. Verified test strips expire 09/22/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/9/2015. Customer performed a back to back blood test 156mg/dl and 150mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:the customer is concerned with the results of 154,252,213mg/dl and 148mg/dl in the meter's memory and e-5 error the customer called in regards to getting an e5 error on the meter. I troubleshoot the meter and the customer performed a blood test and the result was 156mg/dl. The customer said the result was too high.